Event description:
The customer reported that the transformer for her pump in style advanced breast pump sparked from the housing.

Manufacturer narrative:
A replacement power adapter was sent to the customer. The original product was rec'd on 4/30/2015. A product eval on 5/18/2015 found signs of fire or burning and found that the transformer housing was breached, which is a safety risk. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. It also found evidence of fire on the internal electronics. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in for safety reasons. Resistance across the dc plug was measured as 0.780m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 53.5 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.